Manufacturer narrative:
This report is filed on february 02, 2018.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla unknown) on (B)(6) 2018. Surgery to reposition the magnet was completed on (B)(6) 2018. The implanted device remains.